Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address an allergic reaction to the metal in the femoral component. Lack of bone growth around the femoral component was noted. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 141314, biomet finned stem 40mm, lot # 761940. Catalog #: ep-183660, vangurard ps tibial bearing, lot # 734070. Catalog #: 141275, bioment regenx tibial tray , lot # 977140. Catalog #: 141357, 3 peg series a patella, lot # 71794257. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause for the reported event is determined to be patient's condition which caused the allergic reaction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). The information provided on this form will now be submitted under manufacturing report number 0001825034-2018-04457.